Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the inflation lumen and on the balloon. There was fluid visible in the inflation lumen. The stent was returned on the stylet with the protective sheath, not on the balloon. There was no damage noted to the stent. There were faint crimp marks on the balloon where the stent had been between the markers. There was no damage noted to the catheter. A laser micrometer was used to measure the outer diameter of the stent. The outer diameters did not meet the manufacturing criteria. A pin gauge was used to measure the inner diameter of the protective sheath and this met specification. No damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged inside the protective sheath during prep, but was not noticed to be dislodged until after placed in the body and was then used for dilatation. Quality assurance analysis confirmed the stent had dislodged, as it was returned on the stylet with the protective sheath and not on the balloon. There were faint crimp marks still visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath met specification. There was no damage noted to the stent, but the stent outer diameter was oversized. Because stent outer diameter is verified 100% at the time of manufacture, this oversizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. The lot history record was reviewed and there were reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that, the stent dislodged from the stent delivery system (sds) inside the protective sheath during preparation. It was not noted to be dislodged prior to use; therefore, was used to dilate the lesion. Another stent was deployed in the lesion and the dislodged stent was found in the protective sheath. Reportedly, there were no patient effects. No additional event or patient information is available.